Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 to year in 9 months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 to year in 9 months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Bsc aware date: 10/11/2022.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 to year in 9 months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 to year in 9 months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Bsc aware date: 10/11/2022.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 to year in 9 months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.